Event description:
A diamondback exchangeable orbital atherectomy device (oad) was successfully used in the anterior tibial (at) artery. The oad was advanced to perform treatment in the posterior tibial (pt) artery. The pt treatment dislodged a calcium segment, which embolized in the distal pt. Additional treatments were performed using a 2.0 mm and 2.5 mm crown in the 2.0 mm vessel without success. The embolization was not resolved; however, the vessel was already shut down. The dissection was resolved through the use of a balloon to complete the procedure. Following the procedure, the patient was stable and doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).